Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
Customer reported their refurbished leadcare ii analyzer was emitting a burning odor and failed to power up. Customer indicated that the day before calling to report this event, the analyzer was operating properly with the original power cord labeled "leadcare". Before contacting magellan technical service (ts) customer tried multiple power outlets to power up the analyzer but were unsuccessful. Customer also indicated there have been no recent power surges and the analyzer's temperature was not warm to the touch and there was no discoloration in its appearance. No death or serious injury was reported. Magellan ts requested the return of the suspect leadcare ii analyzer for in-house evaluation, and shipped a new analyzer to the customer as a replacement. Upon initial inspection it was noticed that the prongs in the analyzer's ac adapter plug were bent and the analyzer did not power up. The use of a new ac adapter did not resolve the power issue therefore the burning odor could not be confirmed. Further evaluation by a technician concluded that a circuit board had shorted out, this occurs when the wrong voltage is applied to the board. The repair team suspects, that at some point, the wrong adapter was used to power the analyzer causing a short in the circuit.